Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that following a lead placement, they were unable to program the patient. They stated that there were high impedances on electrodes 10-15. The rep indicated that the physician tightened the lead and heard the torque wrench click. They noted that the impedances were all green during the case. However, following the case, impedances were high. The rep stated that they couldn't get any stimulation when programming the new lead. The rep wanted to verify that the lead configuration was correct. It was confirmed that it was correct. They stated that they have a follow-up scheduled with the patient on (B)(6) and may be seeing the them sooner. The patient indicated that the reason for placing a new lead was not associated with an adverse event.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that during the lead placement, the patient had a 1x4 paddle lead and they were having issues because the patient has a lot of scar tissue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a175 serial# (B)(6) implanted: (B)(6) 2019 product type lead h10. Any additional information pertaining to regulatory report # 3007566237-2019-01094 will now be captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-may-02 reporting that the cause was not yet known. The patient was able to titrate stimulation up but had not felt comfortable going too high. The patient reported no paresthesia at this time. The manufacturer representative planned to further troubleshoot during the patient meeting scheduled for (B)(6) 2019. On (B)(6), the consumer met the manufacturer representative and reported that impedances had improved. Highest impedance reading was 1600 whereas post-operation they were encountering 40000 ohms. It was noted that they planned to let things settle over time and that because this was a cervical placement the implant surgery included a laminectomy. No further complications were reported.

Manufacturer narrative:
Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-jul-02 reporting that a revision was done. The percutaneous lead initially implanted came out of the implantable neurostimulator (ins). An extension was added and when plugged into the ins the impedances were perfect. The coverage was great and the patient was reported to be happy. No further complications were reported.